Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during the implantable pulse generator (ipg) changeout due to normal battery depletion, the physician inadvertently replaced existing ipg rather than placing a new can. The pocket was re-opened and a new ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.